Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed non sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient was in stable condition.